Event description:
The customer's spouse reported that the customer passed away. It was stated that the pump had blank screen and may have been the cause of their death. Few days later the spouse called and stated that official cause of death was hypoglycemia because the pump went blank and was not delivering the insulin. It was informed that the customer tried to contact the twenty-four hotline and could not get through.